Manufacturer narrative:
Terumo did receive the actual device; visual inspection noted minor scratches on the rod and the eyepiece of the endoscope. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that during routine testing at the service center, the endoscope lens was blurry. There was no patient involvement.